Event description:
Complainant alleged that during biomed testing, the device displayed an 'ECG fault 7' message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit and fuse on the analog board. Analysis of reports of this type has not identified an increase in trend.